Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated to be). The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports a series of events related to three different olympus scopes events as follows: a patient had a procedure performed a gastrointestinal videoscope. 21 days later, the patient¿s cerebral spinal fluid (csf) showed 95% suspicion of sporadic creutzfeldt-jakob disease (cjd). Even before the suspicion of cjd arose, the patient had undergone gastroscopy two times, a week apart (with 2 different gastroscopes-one being a scope owned by the facility, and one a loaner scope). According to the current guidelines, the flexible endoscopes that were used on the patient are to be preserved because it is not a hereditary form of cjd. The suspected diagnosis is not to be confirmed until after the patient's death. Until clarification is obtained, ensure that gastroscopes used on the patient are not used on patients. If the suspected diagnosis is not confirmed, they can be put back into circulation if necessary. Sequence of events: day one-first gastroscope used on patient (21 days) later found to be 95% positive for sporadic cjd. Concern that the scope became contaminated by the patient. This scope out of service and is being sent for special reprocessing. Case with patient identifier (B)(6). Two days later, the same gastroscope was used on a second patient (after being reprocessed). No report of patient symptoms (concern of potential cross contamination exposure). This scope out of service and is being sent for special reprocessing. Case with patient identifier (B)(6). The next day, the first gastroscope was reprocessed in preparation for return of the device. It had not been used on another patient. It was reprocessed with a colonvideoscope (concern of potential cross). This scope out of service and is being sent for special reprocessing. Case with patient identifier (B)(6). Seven days after the first gastroscopy procedure, the patient later found to have cjd had a second gastroscopy procedure using a different gastroscope. Concern that the scope was contaminated by the patient. This scope out of service and is being sent for special reprocessing. Case with patient identifier (B)(6). Additional information regarding the patients and reported events has been requested, at this time. Still awaiting response.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. A relationship between the reported event and the subject device could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿reprocessing manual ¿ instructions regarding a device with possible use on a creutzfeldt-jakob disease (cjd) patient: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd/vcjd, follow the respective guidelines in your country.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.